Event description:
The customer contact reported a separation. The primary tubing set was being used to deliver an unspecified volume of 5% dextrose in water, at an unspecified rate. At an unspecified time, the male adapter of an unspecified second primary tubing set was connected to the distal clave y-site of the first primary tubing set for a piggyback deliver of an unspecified concentration of oxaliplatin. The customer contact reported that after the delivery was complete, the nurse disconnected the male adapter of the second tubing set from the distal clave y-site of the primary tubing set. After an specified length of time after the tubing set was disconnected, the nurse noted that an unspecified volume of blood leaked from the distal clave y-site. At this time, the customer contact reported that the clave port had separated from the y-site when the second tubing set was disconnected. It was reported that the nurse clamped the tubing at an unspecified location. The primary tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects, no reports of delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.